Event description:
Per the clinic, the patient also was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery in order to drain the hematoma (specific date not reported). It was also reported that the patient developed an mssa infection (purulent discharge) at the implant site and subsequently treated with oral antibiotics (specific date and duration not reported). The implanted device remains.